Manufacturer narrative:
Concomitant product(s): product ID: 5076-58 lead, implanted: (B)(6) 2003. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds in both unipolar and bipolar and was not capturing. It was further reported that the implantable pulse generator (ipg) was unable to verify/measure the bipolar lead impedance so it switched the lead polarity to unipolar. It was noted that the lead was tested at the replacement procedure and the impedance was within normal limits. The lead was capped and replaced and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.